Event description:
A regional ambulance crew arrived at the scene of a cardiac arrest, in a remote provincial park, with bystander CPR in progress. The device was connected to the patient and, according to the report, advised a shock but would not deliver a shock because the main and backup batteries failed. CPR was continued and the patient transported to the hospital where he was pronounced dead.